Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence, it was reported that the size of the cuff was not the correct one. The aus was explanted and replaced. There were no additional patient complications reported.